Event description:
The customer stated that her blood glucose was tested while she was at the doctor's office. The doctor's meter read 134 mg/dl, while her contour meter read 35 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.